Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a low blood glucose level when exercising. Blood glucose level at the time of the incident was 50 mg/dl and treated with gatorade. It was unknown if auto mode feature was active. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.